Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 533 mg/dl; cause was not known. Customer changed infusion set and administered a correction injection to address the bg. Tandem technical support performed a full pump system check and it was determined that air bubbles were observed within the tubing. The customer was also using cold insulin within the pump supplies, and tandem technical support educated the customer on using room temperature insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.